Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user attempting to start a dexcom g6 on an ilet experienced repeated cycling from ¿searching for transmitter¿ to ¿start sensor,¿ despite correct sensor and transmitter code entry, bluetooth version verification, and re-pair attempts; the dexcom g6 app later displayed a sensor failed alert, and multiple sensors from the same lot were involved. Symptoms included hyperglycemia, with a glucometer reading reported as high and then decreased on repeat check. Outcomes included continued use of backup therapy while awaiting successful cgm pairing. Investigation included guided troubleshooting, code re-entry, bluetooth version confirmation on the pump, and cross-check with the dexcom g6 app to confirm sensor failure. Investigation of this case revealed evidence consistent with faulty sensors leading to unsuccessful pairing and start attempts on the ilet, while the pump¿s bluetooth function appeared within specification. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-related malfunction contributing to cgm pairing and start failure.